Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 31-year-old female patient who had essure (batch no. 893031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, genital herpes, anemia, vulval itching, vulvovaginal candidiasis, uterine bleeding, polymenorrhoea, dysfunctional uterine bleeding and anemic. Concomitant products included valaciclovir hydrochloride (valtrex). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and vision blurred ("blurry vision"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomies) and surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, abdominal pain, back pain and abdominal pain lower had resolved. At the time of the report, the pelvic inflammatory disease, migraine, headache, nausea, vaginal discharge, vision blurred, fatigue, alopecia and weight increased outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 155 lbs. Coils: left 2 and right 2 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. (B)(6) 2012 : a urine pregnancy test : negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : pelvic inflammatory disease" most recent follow-up information incorporated above includes: on 22-jun-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, headaches, nausea dysmenorrhea (cramping), vaginal discharge, blurry vision, fatigue, hair loss, weight gain", reporter, lot number lab data added from pfs. Event "pelvic inflammatory disease "concoomittant condition added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") and pelvic pain ("pelvic pain / pain") in a 31-year-old female patient who had essure (batch no. 893031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, genital herpes, anemia, vulval itching, vulvovaginal candidiasis, uterine bleeding, polymenorrhoea, dysfunctional uterine bleeding and anemic. Concomitant products included valaciclovir hydrochloride (valtrex). On (B)(6) 2012, the patient had essure inserted. In august 2012, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). In january 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). In january 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and vision blurred ("blurry vision"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomies). Essure was removed on 31-aug-2016. On (B)(6) 2016, the pelvic pain, abdominal pain, back pain and abdominal pain lower had resolved. At the time of the report, the pelvic inflammatory disease, migraine, headache, nausea, vaginal discharge, vision blurred, fatigue, alopecia and weight increased outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight 155 lbs. Coils: left 2 and right 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - on 27-nov-2012: total bilateral occlusion 24-aug-2012 : a urine pregnancy test : negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : pelvic inflammatory disease" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain, abdominal pain, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report